Event description:
It was reported that the customer was hospitalized with high blood glucose and dka. Caller stated that the reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used reservoir performed manual prime and high-pressure test per specifications. Pump reservoir passed no leakage anomaly noted. Checked o-rings groove per defects and none was found. Reservoir connected and locked in place properly.